Manufacturer narrative:
A specific root cause could not be identified. Most likely the replacement of the sample pipette resolved the issue. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t hs stat result for one of two samples taken from a patient. The result for sample 1 taken at "00h15" was 71.3 pg/ml. The result for sample 2 taken at "7h33" was 3319.0 pg/ml. Based on the result for sample 2, the customer repeated sample 1 and the results were 5826.0 pg/ml and 5846.0 pg/ml. Sample 2 was also repeated and the result was 3356.0 pg/ml. The erroneous result was reported outside of the laboratory. No information was provided concerning clinical consequences for the patient or drug dosage changes. There was no allegation of an adverse event. The reagent lot number was provided as "000000". The expiration date was requested but was not provided. A small repeatability test was performed on the two sample and no problems were observed. Qc results were acceptable on the day of the event. No other issues were noted on the day of the event. Later on (B)(6) 2017, several alarms were received on controls and for abnormal movement in the sample pipetting. The sample pipette was changed and adjusted. Several other areas of the analyzer were checked and found to be okay. Qc was performed and was acceptable.